Event description:
It was reported that the patient presented to the clinic for a routine follow up with symptoms of dizziness. The atrial lead exhibited intermittent low impedance. Noise was also noted which could be reproduced. The lead was capped and replaced. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.